Manufacturer narrative:
The biomedical engineer (bme) reported that two patients for whom the st parameter was not showing on the single bed view on the central nurse's station (cns). No patient harm was reported. The bme put the transmitter on a simulator, and it appeared to be reading all of the leads correctly and displaying them at the cns as expected. However, the bme called back, stating the issue was still occurring. They confirmed that they could see values for the st in tabular trends. Technical support (ts) had them copy the bed settings from another unit, but they were still not seeing the st parameter. While searching for more answers, they stated that the st values were initially displayed in the 12-lead section but then disappeared. The bme swapped the tele boxes with no change. Ts had the bme attempt a full discharge and fresh admission, and the values appeared to stabilize and remain as expected. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that two patients for whom the st parameter was not showing on the single bed view on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that two patients for whom the st parameter was not showing on the single bed view on the central nurse's station (cns). No patient harm was reported. The bme put the transmitter on a simulator, and it appeared to be reading all of the leads correctly and displaying them at the cns as expected. However, the bme called back, stating the issue was still occurring. They confirmed that they could see values for the st in tabular trends. Technical support (ts) had them copy the bed settings from another unit, but they were still not seeing the st parameter. While searching for more answers, they stated that the st values were initially displayed in the 12-lead section but then disappeared. The bme swapped the tele boxes with no change. Ts had the bme attempt a full discharge and fresh admission, and the values appeared to stabilize and remain as expected. Investigation summary: multiple attempts have been made to request additional information from the customer. However, there was no response received. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed.trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/04/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/08/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 09/16/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that two patients for whom the st parameter was not showing on the single bed view on the central nurse's station (cns). No patient harm was reported.